Event description:
The customer reported to olympus, the gastrointestinal videoscope had formation of folds on the introduction sheath, little angulation and broken adhesives. The device was returned for evaluation. During the device evaluation, the air water tube and jet tube have foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the switch box had a dent; air water cylinder, suction cylinder had no color; expected insulation capacity could not be obtained due to a cut on heat shrinking tube of forceps elevator lever; switch flexible printed circuit unit cover had corrosion due to water leakage; watertightness was lost due to detached jet tube; insulation resistance value at distal end does not meet the standard value due to chip on plastic distal end cover; light guide lens had a crack; connecting tube had wrinkle; universal cord was buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. The adhesion of the white foreign material at the a/w channel and auxiliary water channel was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from auxiliary water channel, and lost watertightness from detached j-tube. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.